Manufacturer narrative:
Concomitant product: tem1509g tem1509g parietex progrip tem/pla 15x9cm lot number: sjd00551.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced infection and chronic pain. Post-operative patient treatment included revision surgery.